Manufacturer narrative:
It is not known if the device is available for evaluation; however, it has been requested. The investigation is pending.

Event description:
The event occurred on an unknown date involving a surplug® micro clear where a leakage was reported. No additional information was provided. There was no reported patient involvement and patient harm.

Manufacturer narrative:
Investigation summary: a series of photos were shared by the customer, where in both photos the seal of the shuntless microclave is observed to be torn and stuck down, no additional damage or anomalies were noted. One (1) used. List #ir-1s, surplug® micro clear was returned for evaluation. As received, the silicone was observed to be stuck down, no additional damage or anomalies were noted. The microclave was dissembled and the spike was observed to be bent, and the seal was torn at the side and the top, no additional damage or anomalies were noted. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The possible lot numbers were reviewed; no nonconformities were identified that may have contributed to the reported complaint.